Event description:
An implantable cardiac defibrillator (ICD) system was returned to the manufacturer from an unknown source with no information. Further review of the manufacturer¿s database indicated the patient is deceased and died approximately one month after device, right atrial lead and right ventricular lead were replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. The devices associated with this adverse outcome were returned from an unknown source with no information and the patient was identified as being deceased. At this time, no additional information is available. However, if additional information is subsequently received it would be processed and considered accordingly. (B)(4). Concomitant products: (B)(4) implantable cardioverter defibrillator (ICD) implanted: 2012 (B)(6); 5076-52 implantable pacing lead implanted: 2012 (B)(6); 693565 implantable tachy lead implanted: 2012 (B)(6).

Manufacturer narrative:
Product event summary: (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.